Event description:
It was reported that the pump was warm to the touch during charging. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.